Event description:
Customer reported issues with fill estimation via email. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and a callback, and no further action was required.